Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements less than 100 ohms with intermittent capture at maximum device outputs. Unipolar sensing results in noise with isometrics and farfield oversening of r-waves. The physician elected to replace the entire pacing system. While the physician was attempting to get access to replace the leads, a (B)(4) occurred. The patient was admitted to the hospital for observation.